Event description:
It was reported that a flogard infusion pump had an unspecified malfunction. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter. A visual inspection and functional testing confirmed the customer reported problem as the f-38 alarm. The cause of the f-38 alarm was determined to be damaged force sensing resistors. In order to correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.